Event description:
It was reported that during a percutaneous transluminal angioplasty procedure aggressive maneuvering of the guiding catheter resulted in a dissection of the left main. Attempts to maintain vessel patency were unsuccessful. Reportedly the pt experienced cardiac arrest and expired.